Event description:
A falsely elevated ctni result of 7.5 ng/ml was obtained on one patient. The incorrect ctni result was reported to the physician. The results obtained on sequential samples were 0 ng/ml. The original sample was retested and results of 0.04 and 0.01 were obtained. The incorrect ctni result was reported to the physician. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated ctni result. Based on instrument data, sample integrity is the most likely cause of the elevated ctni result.